Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: based on visual inspection, investigation results determined a failure on the foot pedal cord.

Event description:
This procedure was performed in (B)(6). Information received on 15 oct 2014: pump was used on a patient, and the pump does not stop working.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted.